Event description:
Dealer stated that the end user reported that the drive wheel rims on their m91 power chair are bent and the drive wheel tires are bald. Additional reportable malfunction for this device; the casters are worn out.